Manufacturer narrative:
(B)(4). Evaluation statement: the reported event of modules off unexpectedly could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: ca-(B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that tpn, lipids and pitocin were infusing on pump modules. The tpn and lipid channels were noted to be off and the lipids bag was empty. Biomed tested devices and no fault was found with devices. There was no report of patient harm. Although requested, no additional information was provided concerning the intended infusion rates and if the lipid infusion completed sooner than expected.